Event description:
It was reported during the a-fib procedure, there was very disturbing noise on both carto and ep recording systems simultaneously and it was impossible to interpret signals. This noise occurred after insertion of the lasso catheter, but before insertion of the smart touch catheter and an error messages which appeared on carto was 1201. To be able to continue the procedure, the lasso was connected directly to the recording system (not via the piu anymore) and this resolved the problem. After about 15 minutes, we reconnected the lasso to the piu, on 20 pole b and no more noise occurred. After the procedure, they tested the cables and found out for the first cable, caused noise when connected to both 20 pole a and 20 pole b. For the second cable, caused noise only when connected to 20 pole a(not when connected to 20 pole b).

Manufacturer narrative:
The concomitant product: c3 nav variable lasso, model # d-1290-02-s, lot # 15537322l. (B)(4).

Manufacturer narrative:
(B)(4). The cable #1 (lot # 63023): the complaint was communicated to (B)(4) (original external manufacturer) and the cable was sent for further analysis. The cable was tested for electrical resistance and current leakage and the report indicated that the cable passed these tests. The device was visually inspected and no damages were observed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed. The cable #2 (lot # 63023): the complaint was communicated to (B)(4) (original external manufacturer) and the cable was sent for further analysis. The cable was tested for electrical resistance and current leakage and the report indicated that the cable passed these tests. The device was visually inspected and no damages were observed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.